Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) prematurely. Monitoring voltage was slightly above middle-of-life 2 (mol-2). The patient is paced almost 100% of the time but outputs are 2.6 and 2.8 volts in the atria and ventricle. No shocks have been delivered but much anti-tachycardia pacing has occurred.